Event description:
Instrument failure - during a primary reverse total shoulder arthroplasty, the two piece drill guide screw broke off in the baseplate. The original baseplate had to be removed, and a second baseplate was used. The drill guide was unstable following the event; the original baseplate was no longer suitable for implantation. This resulted in a thirty minute delay in surgery.

Manufacturer narrative:
On (B)(6) 2013 it was reported that during a primary surgery an instrument failure occurred. The outcomes attributed to this event are non-serious. There was a 30 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The returned screw guide and drill guide were visually examined and the thumb screw is completely fractured. The screw tip broke off nearly flush with the root of the threaded tip. In this section, the shaft is only .100" in diameter per reference from the blueprint and when subjected to excessive torque or bending can shear or fracture. The broken screw is made from 17-4 ph stainless steel, and is designed to be .330 long at its thinnest section. The part was measured using caliper and the value (.099) was found to be within tolerance limits of (.100+.000/-.005). The end of life on surgical instruments can be determined by wear and damage occurred while being used for its intended purpose. A review of the device history records showed one non-conforming material report ncmr #15695 related to the axial screw length of the thumb screw thread; six parts were returned to the vendor. A review of the product complaint report history shows (B)(4) prior complaints against part number: 804-03-048 related to instrument breakage. The root cause of the complaint is a fracture at the root of the thumb screw thread which occurred from forces exceeding the strength of the material. The cause of the fracture cannot be determined with confidence, but was most likely due to over tightening of the screw using a hex driver. Containment action will be handled by health hazard evaluation (hhe) 2012-00013 and corrective and preventive action (B)(4). The material thumb screw has been changed to 465ss by way of engineering change order (eco) #(B)(4)which will enhance the performance.